Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 5 months 22 days due to unknown reasons. The explanted valve was replaced with a 29mm 11500a valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 5 months 22 days due to severe endocarditis. The explanted valve was replaced with a 29mm 11500a valve. Per medical records, the patient presented with acute on chronic diastolic chf, severe ai, and underwent redo avr and CABG x3. Intraoperatively, gelatinous material was found along all 3 cusps and annulus, cultures were taken, the valve was excised, unfortunately the valve lifted out of the annulus - dehisced. After extensive debridement, the annulus was reconstructed. A 29mm 11500a was then implanted with pledgeted sutures and secured with cor knots. Post-op findings noted; it appeared patient had severe endocarditis. The patient was taken to recovery post procedure and discharged on pod #10.

Manufacturer narrative:
Updated: b5, g3, g6, h2, h6 (clinical code, device code). H11: corrected data: b5, b7. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.